Event description:
It was reported that a patient presented with dislodgement and loss fo capture noted on the right ventricular lead. This was confirmed via fluoroscopy. The lead was explanted on (B)(6) 2024. The patient was stable throughout.